Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection found the silicone catheter hub detached from the catheter tubing. Breakage was confirmed just below the silicone inverted triangle beneath the silicone oval disc. The breakage area was inspected under magnification and stress marks were observed which is indicative of a tensile stress being applied. The most probable cause for the reported issue was most likely related to an event within the user environment in which an extreme force was applied to the catheter resulting in the reported issue. Since the reported issue was most likely related to an event within the user environment and not a manufacturing error, no corrective action will be taken at this time. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
PICC snapped while in a patient after 26 days. It snapped just below the bd disc, and the line was successfully removed from the patient without incident. Did not use statlok and the line was very low on the baby¿s arm. Multiple dressing changes on this patient during the 26 days. We will pick up the broken PICC and send back.